Event description:
One incident of a blood leak with the psn 210 dialyzer occurring at the start of treatment. Blood leak was noted by a blood leak alarm and confirmed with positive hemastix. Blood was returned to the patient with blood loss reported as minimal. Treatment was resumed without incident. No patient injury or medical intervention reported.